Manufacturer narrative:
Philips has investigated this complaint. Customer reported to philips that the system was unable to boot up. As part of troubleshooting, the philips remote service engineer (rse) reviewed log files and found recurring software errors. The philips field service engineer (fse) performed further troubleshooting and confirmed the recurring software errors. To resolve the issue, the fse reloaded the suite pc software, restored backups, performed image quality tests, carried out protocol verification together with site technologists and 3d run, after which the system was returned to use in good working condition. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot up. The device was outside of clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.